Event description:
Subsequent to the previously filed medwatch, additional information indicates the patient's feeling of chest depression is actually palpitations. The additional stenting intervention was performed on (B)(6) 2012 for the restenosis.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of arrhythmia/palpitations and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2011 the patient underwent stenting in the moderately tortuous, predilated proximal left anterior descending (plad) coronary artery with one xience v stent. On (B)(6) 2012 the patient experienced unstable angina with chest depression, sweating and felt flustered. Coronary angiogram found stent restenosis that was treated with additional stenting and the condition resolved. There was no adverse patient sequela. There was no additional information provided.